Manufacturer narrative:
(B)(4). Batch t5a59c. Additional information requested but not received: to clarify "the jaws of the psee60a wouldn¿t release", was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Investigation summary: the analysis found that one psee60a device was returned with the closing trigger and anvil in the closed position. One gst60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy the jaws of the psee60a wouldn¿t release. No other information was provided but the surgeon deemed the device defective. The surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequence was reported.